Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 13-year-old female child patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2022, the patient went to the emergency room due to high blood glucose level. Her highest blood glucose level was 23 mmol/l at the time of the incident and had small ketone level which her healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion had been used for few hours. During hospitalization, the patient received fluids of saline, and an unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On the same day ((B)(6) 2022), she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.